Event description:
Reporter noted posterior capsule tear during dense cataract phacoemulsification. Fragments went into posterior segment. Anterior vitrectomy required and ac intra-ocular lens implanted. Pt has been referred to a retinal specialist.